Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed to open, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height legacy drawer 6 cubie e3 was failed. The field service engineer replaced the flat flex cable drawer to resolve the issue and tested the drawer using the hardware test application to ensure proper functionality. The fse also tested all drawer slides, checked the electronic connections on the top cover, and cleared out accumulated dust. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed to open, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.